Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported pump turns off when the cable is disconnected, which was reproduced during evaluation by troubleshooting the device. The cause was determined to be the depressed contact pins on rear case. The contact pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off when the cable was disconnected. The problem was found in the medicine b care area. There was no patient involvement. No additional information is available.